Manufacturer narrative:
Product event summary : the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and there was oversensing due to non-physiologic signals/sic (sensing integrity counter). 7 non-sustained tachycardia (nst) episodes with v-v intervals less than 220 milliseconds occurred on (B)(6) 2014. 600,000 ventricular sics occurred since last session 40 days ago. An alert for out of range subthreshold lead impedance alert occurred on (B)(6) 2014. Min/max rv pace impedance was stable at approximately 1500 ohms, increasing to greater than 3000 ohms (B)(6) 2014 onward.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d154awg ICD implanted: (B)(6) 2009. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had sensing issues, high impedance, and was confirmed to be fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.